Event description:
Customer reported an issue with the dpm 5 patient monitor's gas module which may have affected co2 monitoring. No patient injury was reported.

Manufacturer narrative:
Unit will be returned for evaluation.